Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the device, physio observed the device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the device, physio observed the device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
Physio has determined that the system pcb assembly will need to be replaced in order to resolve the reported issue. Due to part obsolescence the device cannot be repaired, and the customer has been provided with a loaner device.